Event description:
Additional information received on 6/18/2024 for report mw5155355 to correct spelling to manufacturer medtronic navigation, inc.

Event description:
O-arm outer shell fell onto the operating room floor upon opening.